Manufacturer narrative:
H10: engineer reported unit had some intermittent issues, caller advised replaced the power management printed circuit board and now unit powers on with nothing on the screen. Customer fixed the pins on the power management board and reinstalled the board and everything is working normal at this time.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer reported a ventilator had some intermittent issue and powered on with nothing on the screen. The device was evaluated by the customer. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.